Event description:
During procedure, a physician stopped using the guidewire as the guidewire soft tip(distal tip) was abnormally stiffer than usual. The procedure was completed by using an additionally opened replacement (a395231).

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
Corrected information provided in d.4. And g.4. Due to an error in the previous MDR.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no abnormal occurrences were found. One unsealed sample was returned to argon from the customer for inspection. A dimensional analysis was performed on the returned sample. The dimensional analysis determined that the cores of the guidewire were out of specification. The o.d. On both ends of the core of the guidewires were over-tolerance. This could lead the guidewire to have a stiffer end than normal. It is possible that the operator used this part as a set up part and did not dispose of it properly before continuing process. This was likely unnoticed by the operator during the process. At this time, the issue does not appear to be systemic so this will be treated as an isolated issue. However, argon will continue to monitor for recurrence.

Event description:
During procedure, a physician stopped using the guidewire as the guidewire soft tip(distal tip) was abnormally stiffer than usual. The procedure was completed by using an additionally opened replacement ((B)(6)).

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During procedure, a physician stopped using the guidewire as the guidewire soft tip(distal tip) was abnormally stiffer than usual. The procedure was completed by using an additionally opened replacement (a395231).